Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device, in a slow monitor only (mo) ventricular tachycardia (vt), was seen clinically when the physician elected to reprogram the device so as to treat their slow vt. Once reprogrammed, the physician stated the device failed to delivery therapy in spite of the patient remaining in the slow vt. No resulting adverse patient effects and boston scientific's technical services (ts) was contacted. The ts consultant recommended further clarification with the physician regarding the exact sequence of events and if they actually hit the 'program' button to program in the new changes. The ts consultant reiterated that if this was not completed in this sequence, the changes will not save as intended. To date, no further information has been received and our information is suggestive of an in service device with no further complications.